Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that insulin from the reservoir leaked while filling. The mother also mentioned having air bubbles in the reservoir. The blood glucose reading was 147mg/dl. No further information was provided.

Manufacturer narrative:
Evaluated three opened and used reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per inspection. No leakage or air bubbles anomalies were observed during analysis. Checked o-rings and stopper groove for defects and none were found.